Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(4). According to the information received, an individual had three non-infected ulcers on the apices of 3 toes on a tuesday. On friday she informed that she was admitted to another hospital with sepsis. She passed away three days later. This individual has a background of recurrent severe infections including osteomyelitis and had a previous below knee amputation on her other leg.